Event description:
It was reported that during an ulna surgery, when the doctor tightened the screw, it broke, despite the used of the torque tester. Finally, the surgeon remove the broken part of the screw and could finish the surgery putting in another screw (different size) that they had available.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the screw broke could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage was caused by over tightening of the fixation screw. In the op technique is stated that all square head screws need to be tightened to the appropriate torque. In the biomechanics report bml 11-180 is documented a tests in which the screws were tightened to the specific torque for short screw, yellow monotube triax (cat# 5150_7_115). The screw met the acceptance criterion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that during an ulna surgery, when the doctor tightened the screw, it broke, despite the used of the torque tester. Finally, the surgeon remove the broken part of the screw and could finish the surgery putting in another screw (different size) that they had available.